Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's report of "(B)(6) or the (B)(6) of (B)(6) 2022." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a signal loss alarm from the adc device and was unable to obtain glucose alarms. The customer experienced seizure and loss of consciousness and received unspecified treatment for hypoglycemia from a healthcare professional who came to their home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Loose sharp was observed through the sensor plug. Therefore the issue is not confirmed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6), to (B)(6).

Event description:
A customer reported receiving a signal loss alarm from the adc device and was unable to obtain glucose alarms. The customer experienced seizure and loss of consciousness and received unspecified treatment for hypoglycemia from a healthcare professional who came to their home. There was no report of death or permanent injury associated with this event.